Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of the fiber broke off inside the patient after 23,274 joules and 2:35 minutes of use. The tip was retrieved, and a new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the as reported fiber tip break as the tip of the fiber was found to be attached to the fiber. However, analysis did identify that the outer flow tube was damaged near the tip of the fiber. The glass cap exhibited no devitrification at the output window. The metal cap exhibited no detritus adhesion. It is likely that procedural handling of the fiber during setup contributed to the outer flow tube damage. According to the device instruction for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the outer flow tube being damaged. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the tip of the fiber broke off inside the patient after 23,274 joules and 2:35 minutes of use. The tip was retrieved and a new fiber was used to complete the procedure. There were no patient complications.